Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable showing a normal superficial wear/damage was not confirmed as no photographs were submitted and the product was not returned for evaluation. Per the provided additional information, there was no patient impact or alarms associated with the damage. The modular cable was exchanged, and it was disposed. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 instructions for use (IFU), rev. G and patient handbook, rev. G contain information on caring for the driveline. Section ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate 3 patient handbook rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the modular cable showed signs of normal superficial wear. There was no patient impact or alarms associated with the damage.

Event description:
It was reported that the modular cable was damaged. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.